Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20004. It was reported the patient experienced ineffective stimulation. Diagnostics determined invalid impedances on one of the lead. Fluoroscopy of the patient did not reveal any anomalies. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads. It is unknown which one is related to the issue. Therefore, both the leads are being reported.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.